Event description:
It was reported that the paitent complained of right sided chest pain after implant. During interrogation of the device, increased thresholds and decreased sensing were noted. Due to continued chest pain and a potential right atrial (ra) lead perforation, the physician elected to reposition the lead. When trying to reposition the lead, it took over 30 rotations to extend the screw. The physician extracted the lead and implanted a new lead successfully. No further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.